Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that after the catheter was changed (see manufacturer report #3004209178-2015-12596), day one after surgery the patient¿s score was penn scale =0, ashworth scale =0 and the dose was changed from 700ug to 400ug by day of baclofen. Day two after surgery, the spasticity came back and the dose was changed from 400ug to 500ug of baclofen. On day five after surgery, spasticity symptoms occurred again and the dose was changed (unknown specifics) but without efficiency. On (B)(6) 2014, catheter testing showed no abnormalities. A rotor test was also done on this day with no dysfunction observed during the rotor test. On (B)(6) 2014, the concentration was changed from 2000ug/ml to 500ug/ml. The dose changed to 650ug of baclofen (2000ug /ml) by day. On (B)(6) 2014 there were small signs of overdose and the dose changed to 450ug of baclofen (2000ug /ml) by day. On (B)(6) 2014, the catheter was changed again. This device system delivered lioresal. See manufacturer report #3004209178-2015-12207 for subsequent events. Should additional information be received a supplemental report will be filed.